Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Data was extracted successfully, and sensor was found in sensor state 5 (indicating normal termination state). The sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. A visual inspection on the sensor plug assembly revealed water based contamination on the sensor printed circuit board assembly (pcba) triangle. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests is an indication that the water-based liquid contamination did not impact the sensor¿s ability to generate an accurate glucose reading. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has also been performed for the reported complaint. The device history review (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced loss of consciousness and fell. The customer was unable to self-treat and called the ambulance. Upon arrival the healthcare professional (hcp) obtained a blood glucose results of 25 mg/dl on the hcp meter when compared to a sensor scan result of 300 mg/dl however, it was unknown if it was taken within 10 minutes of the medical event. The customer was treated with glucose IV for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.